Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 50 mg/dl at the time of the incident. The customer stated that they were hospitalized on (B)(6) 2016 around 1:40 pm for their blood glucose. The customer stated that the drive support cap is damaged and flush. The customer treated their blood glucose levels with dextrose IV. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with frozen display anomaly at the completion of displacement test; constant audio tone and then no button response due to poor solder joints on the mother board. Unable to perform full functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to frozen display. No cosmetic damage noted during our physical inspection.